Event description:
While pt was in recovery room from turp surgery, he somehow got his toes stuck in drainage bag wire and pulled so hard the balloon ruptured inside the pt. A new catheter was put in and nurse did not believe there were any pieces left inside pt. Pt did not awake and was discharged two days later.